Event description:
Nurse reported that the customer was hospitalized for high blood glucose dka.nurse also reported that customer does not have supplies and she could not confirm if customer was using the pump at the time of hospitalization.